Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15137. The pt had three leads implanted, one surgical lead (from a different lot) and two percutaneous leads (from the same lot). It was reported the pt's entire scs system was explanted because the pt felt the system did not provide adequate pain relief.